Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported missing component. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that upon opening the package of the 3.5x33mm xience skypoint stent delivery system (sds), there was no stent with the device. There was no device use or patient involvement. Another stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.